Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that a leak occurred during intra-aortic balloon (iab) therapy. The customer was using either a 40cc or 50cc getinge iab. It was noted that blood had entered the cs300 intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cs300 iabp under mfg report number 2249723-2023-02998.

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID (B)(4).

Event description:
N/a